Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 200 mg/dl and reported not getting enough insulin during smart guard. The customer was treated with insulin pump. The event involved products mmt-1884, mmt-342, mmt-431ak. Troubleshooting was partially performed and later customer declined. It was unknown whether customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the reservoir and infusion set. No product return is required for mmt-342. No product return is required for mmt-431ak.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. Pump passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump history files and traces were successfully downloaded using thump. Pump successfully uploaded to carelink. Daily total not available on or around event date. Pump was cut open and found no evidence of moisture or physical damage. The following were noted during visual inspection: battery tube threads cracked, cracked case-corner of belt clip rails and pillowing keypad overlay under delivery was not confirmed and unable to confirm high bgs during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.